Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report of leakage from maxzero was confirmed. Visual inspection of the set noted a crack along the female luer end. Examination under magnification observed a vertical hairline crack running parallel to the direction of the fluid flow running along the connector¿s top and continuing along the threads of the connector. No scratches or tool marks were observed on the outside of the connector. Functional testing confirmed leaking from the engagement between the connector¿s female luer side and attached syringe. The crack is considered as evidence that the integrity of the maxzero body may have been compromised. The cause of the leak was identified as a vertical hairline crack running parallel to the direction of the fluid flow running along the connector¿s top and continuing down along the threads. The root cause of the crack was not definitively determined.

Event description:
It was reported that one was used with (cytotoxic) medication and noted leakage from maxzero during infusion and the product was changed. The leaking connector placed was in biohazard bag and left with educator. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Event description:
It was reported that one was used with (cytotoxic) medication and noted leakage from maxzero during infusion and the product was changed. The leaking connector placed was in biohazard bag and left with educator. There was no reported information regarding patient impact, delay or serious injury.

Manufacturer narrative:
Additioanl information added to: d10,d11,g3. Correction h6 (patient code).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one was used with (cytotoxic) medication and noted leakage from maxzero during infusion and the product was changed. The leaking connector placed was in biohazard bag and left with educator. There was no reported information regarding patient impact, delay or serious injury.